Event description:
Pt has a history of breast cancer. On january 11, 1999, the bardport with groshong catheter product was implanted by the surgeon for chemotherapy at her oncologist's office. After insertion, the surgeon tested the bardport. The product operated properly. Approximately one month ago, the pt rec'd her first dose of adriamycin at the oncologist's office. The bardport operated properly at that time. On february 19, 1999, the pt was to receive her second dose of chemotherapy at the oncologist's office. The bardport was tested prior to administering the chemotherapy with saline. The catheter did not operate properly. The physician promptly recognized the catheter malfunction and sent the pt to reporting hosp for an x-ray of the bardport. The x-ray confirmed that the catheter was transected. The pt was referred to the surgeon for removal of the port and retrieval of the catheter. The surgeon ordered an x-ray on february 22, 1999. The proximal end of the catheter migrated approximately 7-8 cm into the chest. The catheter was retrieved via a left femoral arteriogram performed by the radiologist. The port was removed by the surgeon with the insertion of a new bardport. The pt was discharged home on the same day (february 22, 1999).